Event description:
It was reported that during a carotid stenting treatment procedure, stent damage occurred. The calcified target lesion was located in the left carotid artery. The route to the target lesion was noted to be tortuous. A 6fr x 90 non-bsc sheath with an unspecified homostasis valve was used throughout the case. A 2.0x30mm voyager balloon was advanced over a non-bsc embolic protection device (epd) and used to predilate the lesion. A carotid wallstent mr 10x24, 5.9f, 135cm stent was implanted. The stent was post dilated with a f/g, sterling mr, 5.0 x 30/135 (4f) balloon catheter. The physician advanced the retrieval catheter through sheath, over the non-bsc epd, but it would not advance. The non-bsc epd was noted to have been pulled down into the distal upper struts of the stent and got stuck. The physician then realized the non-bsc sheath had prolapsed out of the carotid artery and into the aortic arch, which made the advancement of the retrieval catheter for the non-bsc epd "extremely difficult". The sheath was repositioned into the carotid artery and then the physician was then able to push the retrieval catheter over the non-bsc epd. With some force and great difficulty, the non-bsc epd was able to be withdrawn into the retrieval catheter. The stent appeared to be "deformed" as a result of the non-bsc epd being pulled through it. A "5.x2" non-bsc balloon catheter was advanced over a glidewire 260, .035 wire to dilate the "upper" portion of the stent that appeared "deformed". The stent looked "better"; however, the physician decided to implant another stent. A non-bsc epd was placed and a 6x30 non-bsc stent was implanted. The "5.x2" non-bsc balloon was used to post dilate the stent. The carotid wallstent appeared well apposed to the non-bsc stent. There were no additional patient complications reported with the patient's current condition listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.